Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was to be used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, the device was tested and it was noted that the jaw cups bent to the side at a 90 degree angle. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was to be used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, the device was tested and it was noted that the jaw cups bent to the side at a 90 degree angle. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the needle tail was bent out of the clevis. Functionally, the device would not open and close properly since during actuation they moved in an "l" shape. The curves were measured; one of the two curves was out of specification. Additionally, no abnormalities were noted with the device riveting and welding which were within design specifications. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. However device evaluation also noted that the needle tail was out of the clevis and one curve of the pull wire was out of specification. The most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).